Event description:
Pt previously had extensive vascular surgery. On removal the hub fell off the sheath & the balkin sheath broke. The remaining sheath was removed by punching the left femoral artery and snaring the remainder of the sheath. Upon visual examination in the lab (smtl) used by the hospital the blue plastic of the sheath was seen to be detached from the hub. The sheath has no other damage present which was presumably caused during the retrieval operation to remove the sheath from the pt. In the comparison sample the hub (also supplied by the customer) the hub is securely attached to the sheath. The dr stated to smtl that around an hour into the femoral angioplasty the balkin sheath was being removed. At this point in the procedure the white hub became detached from the main body of the sheath. A fairly extensive rescue operation was needed to remove the rest of the sheath from the pt, which meant that the left femoral artery had to be punched to allow the remaining sheath to be snared for removal. A replacement sheath was used from the same batch without further incident. Although there were no unusual circumstances with the procedure leading up to the incident the dr did state to smtl that the pt had previous surgery which had resulted in a large amount of scar tissue being present. Although this did not affect the procedure it did make the procedure slightly more difficult. The dr also commented that they have not had any previous incidences with this device and continues to use the device in his department.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4). Two used devices were returned: one device was separated at the hub with the flare intact. Its sheath was also separated in two locations at approx 15 and approx 16 cm from the base of the flare with the coil intact. The tip of the sheath had accordioned and flattened and the endhole was no longer round and smooth. The other device was returned with the dilator fully inserted and neither were remarkable. Flexor check-flo ii introducer are 100% inspected to confirm flare on proximal end of sheath is caught securely in proximal fittings, the sheath rotates in the cap fitting, and verifies that coils in sheath continue into cap. Also the flares are trimmed evenly and inspected to ensure all flares are appropriate. Furthermore, the IFU informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot number were assembled after the effective implementation date of (B)(6) 2010 that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. Regardless, CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.